Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented on (B)(6) 2018 as a transfer from an outside hospital due to acute blood loss anemia secondary to gastrointestinal bleeding. The patient reported that three days prior to the admission, melanotic stools occurred. These were associated with progressively worsening weakness and lightheadedness. The symptoms worsened over the past 24 hours so that the patient was unable to ambulate, and was taken to the outside hospital emergency department. While there, the patient was transfused with two units of packed red blood cells. The site of bleeding was reported as gastrointestinal. Anticoagulants at the time of event was warfarin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.